Manufacturer narrative:
A complaint handling technician of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing confirmed that the flow rate deviation was 0.98%. The flow rate accuracy was within +/- 5% specification. The reported flow rate issue was not confirmed.

Event description:
On (B)(6) 2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump (B)(4) did not administer the right amount of medication." Device operator was unknown. Medication infused was unknown. A patient was involved but not harmed.